Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-94 alarm was identified during functional testing and during a review of the alarm log. The cause of the condition was determined to be a damaged main battery. The battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm after it was turned on. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.